Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the atrial output connector and lower case were broken. Analysis also found the battery contacts were compressed and the battery drawer was contaminated. Upper case,two side bail covers, and the ring cover were broken. (B)(4).

Event description:
It was reported that the epg (external pulse generator) was dropped and had a broken atrial connector. It was also reported that there was minor cosmetic damage and a small missing plastic piece just below the connector. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.